Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a possible right atrial (ra) lead fracture or an improper connection was alleged when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Noise was noted as well as out of range pace impedance measurements. Pacing thresholds were not able to be measured due to atrial fibrillation (af). A follow up will take place and the connection and the ra lead measurements will be checked with a pacing system analyzer (psa). No adverse patient effects were reported. Additional information noted that a revision took place. This ra lead was explanted due to a fracture and out of range pace impedance measurements were noted upon explanting and measuring this lead. The lead will be returned.

Event description:
It was reported that a possible right atrial (ra) lead fracture or an improper connection was alleged when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Noise was noted as well as out of range pace impedance measurements. Pacing thresholds were not able to be measured due to atrial fibrillation (af). A follow up will take place and the connection and the ra lead measurements will be checked with a pacing system analyzer (psa). No adverse patient effects were reported. Additional information noted that a revision took place. This ra lead was explanted due to a fracture and out of range pace impedance measurements were noted upon explanting and measuring this lead. The lead was returned.

Manufacturer narrative:
Upon receipt at our laboratory it was noted that part of the lead was returned with the helix retracted and the extraction stylet stuck within the tip end of the lead. The is-1 end of the lead was not returned. An x-ray showed an anomaly of the outer coil of the lead, 29 cm from the tip end. An x-ray taken revealed an outer coil fracture, but no inner coil fracture at the tip end was seen. This type of fracture was noted to have been related to cycle fatigue. The identified coil fracture is the likely root cause of the clinically observed noise and out-of-range impedance measurements.